Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set had a connection issue with a baxter needle free connector. The reporter stated that when the ¿slightest movement¿ or ¿minimal force¿ was applied, the luer lock disconnected from the set. This occurred during infusion, and led to a leak of solution on the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.